Event description:
It was reported that during infusion the pump displayed remove and reattach cassette alarm even after cassette was locked in place. Pump keeps alarming to remove and reattach. Could not clear the alarm. The medication 5fu (5 fluorouracil) was infused. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6. Codes: updated. Device evaluation: the customer reported the pump displayed remove and reattach cassette alarm even after cassette was locked in place. Unable to confirm the complaint due to the device not being returned. Based on the review of the service history and information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis.